Manufacturer narrative:
The device was returned to omsc for evaluation. During the evaluation, the reported image loss was not duplicated. The evaluation observed a water leakage from the instrument channel of the device. In addition, it was confirmed that there were multiple scratches on the inner surface of the instrument channel. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Considering the evaluation result, it was surmised that the reported event occurred by temporary short circuit in the electrical image unit (ccd) due to the water leakage from the instrument channel. The water leakage of the instrument channel was possibly caused by interference of endo therapy accessories. The instruction manual of the device instructs; be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions and poses an infection-control risk.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared when the user facility tried to start a therapeutic procedure. The device was replaced with similar endoscope and the procedure was completed. There was no patient injury associated with this report.